Event description:
It was reported that the patient reported more pain for twelve hours without any withdrawal symptoms. It was also reported that the patient did not have any symptoms or complications with the associated event. However, the pump had a critical motor stall. It was also reported as a false motor stall/telemetry state related to a magnetic resonance imaging (MRI) scan. It was unknown if the stall recovered. As a result, the pump was explanted and replaced. It was unknown if any diagnostic testing or troubleshooting took place. The cause was undetermined and the product issue was reported as resolved. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine and bupivacaine. The patient¿s current status was requested but not available at the time of the report. Additional information was requested to verify the reported events of the stall/s. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that the patient did not have an MRI and therefore the stall was not due or related to an MRI. No pump logs were available. It was unknown if the pump was alarming and confirmed to be related to a motor stall. No further information was provided to clarify the alarm or stall. The pump was replaced and the patient was receiving the correct amount of medication. The pump was being returned for analysis. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.